Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the batteries and verified the charge indicator was on. The stm allowed the iabp to run on the batteries to verify the battery indicator on the console screen was working. The iabp was then cleared for clinical use and returned to the customer.

Event description:
A getinge service territory manager reported that, while performing preventive maintenance, the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. No patient involvement or adverse event was reported.